Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( investigation findings , investigation conclusions ).

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit event site name: (B)(6). The same shutdown issue had occurred a month prior. The customer conducted a simulation test on the equipment after rebooting it, and the black screen issue did not reappear. No parts were replaced. No further repairs have been agreed upon.

Event description:
It was reported by customer that during use the cs100 intra aortic balloon pump (iabp) suddenly went black. The device was replaced. There was no patient harm and injury reported.